Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: the keypad cover was found to be peeling from the base and torn near the down button. No battery cap was returned with the pump. A test battery cap was used to complete all testing. During testing, all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/10/2014.